Manufacturer narrative:
Manufactures investigation conclusion: a correlation between the evaluation findings of the returned device and the reported stroke could not be conclusively determined. The pump was returned assembled with the driveline intact. The sealed inflow conduit was returned detached from the pump housing. The sealed outflow graft conduit was returned disassembled, with the outflow graft cut lengthwise and reattached to the pump inlet port at explant. Upon disassembly, visual inspection of the pump blood-contacting surfaces revealed post-mortem coagulated blood with no evidence of adhered depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Stroke and death is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 11 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient suffered an ischemic stroke and expired on (B)(6) 2018. No additional information provided.